Manufacturer narrative:
Results: a conclusive root cause could not be determined for the stent dislodgement. Evaluation summary: quality assurance analysis of the device revealed that the stent delivery system (sds) was returned with blood and fluid visible in the guide wire lumen. The stent, protective sheath and packaging were not returned. There were crimp marks visible on the balloon where the stent had been between the markers. The balloon was tightly folded. No other damage was noted to the catheter. Product performance engineering reviewed the incident information and analysis of the returned device. The analysis confirmed that the stent had dislodged, but was not returned with sds. There was no observed damage to the sds, but there was blood and fluid present in the guide wire lumen, suggesting that there had been some use of the device, contrary to the reported case description of the stent being dislodged while in the package. Crimp marks were present on the balloon, suggesting the stent was properly positioned at the time of manufacturer. Stent outer diameter is verified 100% at the time of manufactuer and units in this lot were all within the required specification. In addition, all online testing for the lot in question met stent security criteria, which would indicate the unit had an adequate crimp. Potential causes for this type of event as observed in past incidents may include improper or inadequate crimping at the time of manufacturer, positive pressure during preparation, or forced sheath removal. Unforunately, none of the information gathered suggests any of these causes is the most likely cause, thus a definitive root cause for the stent dislodgement in this case cannot be determined. The lot history record was reviewed and there were no non-conformities associated with this product lot. This MDR is considered closed by the quality assurance department.

Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent/no medical intervention, has previously caused patient injury. Device issue: stent dislodgement. It was reported that the zeta stent dislodged while still in the package. Reportedly, there was no pt involvement. No additional event or pt information is available.